Manufacturer narrative:
(B)(4). The device was serviced by a service. This is an ancillary service event. A service history review revealed a previous service event for a damaged battery. However, the device was repaired and tested prior to being released. The device was visually inspected, functionally tested and an alarm log review was performed. The swollen battery was identified during visual inspection. The cause of the condition was not determined. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a swollen battery. No additional information is available.